Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event by testing the probe. As a correction, the company service representative replaced two nonconforming air filters. The system was then tested and met all product specifications. The system was manufactured on may 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming air filters. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe would not cut. Additional information has been requested.